Manufacturer narrative:
Visual analysis of the returned sample revealed that matneu scr ø1.5 self-drill l4 tan 4u I/c tip was broken and the broken piece was not returned. No other issues were identified. The dimensional inspection was not performed for the that matneu scr ø1.5 self-drill l4 tan 4u I/c due to post manufacturing damage. The observed broken condition of the components is consistent with the complaint condition. The device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of that matneu scr ø1.5 self-drill l4 tan 4u I/c. While no definitive root cause could be determined, it is probable component was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 04.503.104.04s. Lot: 76p1492. Manufacturing site: (B)(4). Release to warehouse date: 04. November 2020. Expiry date: 01 october 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an unknown procedure was performed in (B)(6) 2021 on an unknown date. During the procedure, the screw was connected to the screwdriver when it was discovered that the screw tip had broken off. The procedure was completed with a replacement without surgical delay. No further information is available. This report is for one (1) ti matrixneuro screw self-drilling 4mm this is report 1 of 1 for (B)(4).